Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the gasket tore on the trocar before using it and the clip applier jammed. It is unknown how the case was completed. There was no consequence to the pt.